Manufacturer narrative:
Concomitant medical products: dtbb1d1, crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant, the physician repositioned the lead multiple times. It was noted that each attempt the threshold, impedance, and sensing were within normal limits, however, the thresholds would then rise and were variable. After a few repositions the physician decided to use the lead. The next day, the r-wave dropped, impedance was low, and threshold was variable on the rv lead. A chest x-ray was not conclusive. The physician noted many episodes of left ventricular (lv) lead only pacing and increased ventricular ectopy. A threshold test showed the rv lead could only capture at high outputs. The patient was brought to the lab for lead repositioning and fluoroscopy revealed dislodgement. The lead was repositioned and remains in use. A pre-discharge check showed normal threshold, impedance, and sensing on the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable, pacing capture threshold in the right ventricle was rising and pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated an r-wave amplitude measurement issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.